Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 - product analysis: the device was returned and evaluated by product analysis on 09/10/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no related issues; data relevant to the complaint was overwritten due to extended pump use. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electrical power draws were found to be within specification. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a temperature issue. It was reported the display lens was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.